Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged non-reducible swan neck deformity could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the ¿institut de la main, clinique jeanne-d¿arc, france. The title of this report is ¿arthroplasty of the proximal interphalangeal joint with the tactys modular prosthesis: results in case of index finger and clinodactyly ¿, published on march 19, 2019, which is associated with the stryker ¿tactys prothesis¿. This report includes analysis of the clinical data that was collected on 33 patients, and the cases in this study range from january 2010 to march 2016. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced non-reducible, swan neck deformity. The report also states, ¿two patients presented with non-reducible, but non-troublesome, swan neck deformity, and their satisfaction was average and excellent respectively.¿

Manufacturer narrative:
The reported event involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. Therefore, MFR report#: 0008031020-2022-00212 is to be cancelled as this device is not subject to reportability under MDR.

Event description:
The manufacturer became aware of a literature published by the ¿institut de la main, clinique jeanne-d¿arc, france. The title of this report is ¿arthroplasty of the proximal interphalangeal joint with the tactys modular prosthesis: results in case of index finger and clinodactyly ¿, published on march 19, 2019, which is associated with the stryker ¿tactys prothesis¿. This report includes analysis of the clinical data that was collected on 33 patients, and the cases in this study range from january 2010 to march 2016. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced non-reducible, swan neck deformity. The report also states, ¿two patients presented with non-reducible, but non-troublesome, swan neck deformity, and their satisfaction was average and excellent respectively.¿